Manufacturer narrative:
(B)(4). It was reported that the patient underwent a wound debridement-washing procedure on (B)(6) 2016 and barbed suture was used to suture the fascia. During the procedure, the barbed suture was found broken. Additional information was requested and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No information. How was the suture placed (interrupted or continuous)? Continuous, because it is symmetric. How was the suture tied (square knot or multiple knots one end)? No knot, because it is symmetric. What was the appearance of the suture during the second procedure? The symmetric was not used during initial procedure. What is physicians opinion as to the etiology of or contributing factors to this event the etiology of or contributing factors to this event unknown. What is the patient current status? Hospitalized. Additional information was requested and the following was obtained: please advise which suture was used during the initial procedure. ¿it is unknown which suture was used during the initial procedure. Please advise which suture was found broken during the wound debridement-washing procedure on (B)(6). ¿the stratfix was found broken during the wound debridement-washing procedure on (B)(6). (The situation was as follows. The stratfix was used to suture the fascia during the wound debridement-washing procedure on (B)(6). However, suture leakage was found during the procedure.)

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on unknown date nine months ago and the barbed suture was used. Following the procedure, due to a suspicion of wound infection, a wound debridement-washing procedure was performed on (B)(6) 2016 and it was found that the suture in the fascia had been partially broken. Propionibacterium acnes was detected from the patient. On the ICU floor, in addition to the debridement/washing, additional suturing was done to reclose the fascia. During reclosing the fascia, another like suture was used to the posterolateral side of the fascia and other sutures was used to the hypodermis and subcutaneous dermis. The patient is still hospitalized. Additional information has been requested.